Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringes had scale marking issues. The following information was provided by the initial reporter: "3ml luer-lok syringe tips have no markings on them. The only lot affected is 3209797. Material number is 309657. Product was not used. They do have samples to return if needed. The occurrence date is (B)(6) 2023.."

Manufacturer narrative:
(B)(4)- follow up MDR for device evaluation. It was reported the syringes do not have markings. To aid in the investigation, thirteen samples of 3ml luer lok syringes in sealed packaging blisters from lot 3209727 were received for evaluation by our quality team. All thirteen syringes had no scale markings. The condition observed is non-conforming per product specification and is associated with the marking process. A device history record review was completed for provided material number 309657, lot 3209797. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3209797 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Corrective actions will include re-educating associates involved in the manufacturing of this batch to applicable procedures and a quality alert will be issued to the manufacturing plant to notify all associates. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
Mat# 309657; batch# 3209797. It was reported by the customer that 3ml luer-lok syringe tips have no markings on them. Verbatim: complaint received via phone. Pir attached. Productcomplaint - 3ml luer-lok syringe tips have no markings on them. The only lot affected is 3209797. Material number is 309657. Product was not used. They do have samples to return if needed. The occurrence date is (B)(6) 2023.